Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. One day post-implant, the lead had increased threshold measurements and decreased r waves. A chest x-ray confirmed that the lead had dislodged, and an invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
--